Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample was discarded by the user facility, therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that a pta balloon dilatation catheter damaged the vessel while being retracted through the 7f introducer sheath. Limited information is available at this time.